Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the behavior described was the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a transsphenoidal procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by 2- 3 minutes. It was reported that during a case, the t1 MRI would not merge correctly with the CT, the bone and skin appeared aligned but at the base of the brain the soft tissue was off. The medtronic representative (mr) stated that the t2 MRI merged without issue. The patient had braces and the mr could see artifact near the braces on the t1 MRI. The merge was off 3-4mm in the sinuses. The t1 MRI was posterior to CT. The site continued the case with the incorrectly merged t1 MRI merged and if they needed to use the t1 MRI they would re-register the patient with the reference as the t1. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The exam was reviewed and the magnetic resonance imaging (mr) showed large artifact near the mouth and base of the skull. The bony anatomy aligned but the soft tissue was slightly off. The merge issue was most likely due to artifact in exam and smaller fov of 2nd mr.